Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) stored a signal artifact monitoring (sam) event due to low out of range right ventricular (rv) pacing impedance measurements of less than 200 ohms. As a result, respiratory rate trend (rrt) was disabled. No adverse patient effects were reported. This lead remains in service. The pace/sense portion of this defibrillating right ventricular (rv) lead is connected to the rv port of the cardiac resynchronization therapy pacemaker (crt-p). The sam algorithm measures the rv ring to can in brady devices and rv coil to can in tachy devices. The sam algorithm doesn't know there is a tachy rv lead connected therefore, the algorithm thinks the impedances are out of range, however, the rv coil to can has a lower acceptable limit and the impedances are in that acceptable range.

Manufacturer narrative:
Correction: b5.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) stored a signal artifact monitoring (sam) event due to low out of range right ventricular (rv) pacing impedance measurements of less than 200 ohms. As a result, respiratory rate trend (rrt) was disabled. No adverse patient effects were reported. This device remains in service.